Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead was returned after being explanted and subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.